Event description:
A patient contacted the nurse to report that her infusion pump was beeping. The pump was alarming, "air in line." There was no fluid in the IV bag. Patient's IV was disconnected and looped on the pump. Patient stated she did not know who disconnected her from the pump. Prior to this event the patient's gown had to be changed because there was fluid on the gown. At that gown change patient stated she had spilled her drink on the gown. It is not certain if the medication leaked or was tampered with by the patient. The IV pump continued to infuse at 6ml/hr when assessed. The medication(natrecor) may have been infused at an inaccurate rate despite the pump reading 6ml/hr. Patient was closely monitored but suffered no adverse effects.